Manufacturer narrative:
A review of the recipient's test data indicates impedance issues. Programming adjustments have been made, and improvement was noted. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9. Advanced bionics considers the investigation into this reportable event as closed. Revision surgery will not occur at this time. Due diligence attempts to obtain additional details were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments have been made. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.